Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs could not confirm or reproduce the reported device powering off and alarming. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an alarm and powered down. The patient was placed on a black-up ventilator with no complications. There was no patient injury reported as a result of this incident.